Event description:
A user facility has noticed in the past 6 months, sporadic samples of bronchial washings which grew stenotrophomonas maltophilia (s.m.). A culture taken from an olympus bf-240 bronchoscope that had been processed in the steris system 1 showed growth of the organism.